Event description:
At the time of the report in february 2024, the patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a hypoglycemic event while not receiving readings on the pump display device. On the night of (B)(6) 2023, the patient had a normal reading (value not specified) on the display device and went to bed around 11:00pm. In the middle of the night, the tandem pump display device stopped receiving values. The exact time the absence of values began was unknown. The patient could not recall an error symbol or message and recalled the pump display device was just blank. It was not specified nor clarified whether the patient was using any additional dexcom display devices. The patient's parent witnessed the patient vomit and attempted to wake the patient at 7:00am on (B)(6) 2023; however, the patient was unresponsive. The parent checked the bg and it was 25 mg/dl. The patient was unaware whether the parent checked the pump display device at that time due to his unconsciousness. The patient experienced seizure for around 3-4 hours. The parent treated the patient with injected glucagon and called an ambulance. The patient was transported to the hospital and placed on a respirator due to aspiration. The patient was treated with IV fluids including medications for unrelated conditions. The patient was comatose for 3 days. The patient woke at 4:00pm the 3rd day of hospitalization and was discharged the 5th day. The patient reportedly experienced an inability to walk for a month following the episode due to pain in the right foot. The patient was reportedly able to walk again (B)(6) 2023. There was no documentation of further medical evaluation or intervention. At the time of the report in (B)(6) 2022, the patient was fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: health effect - clinical code - e0743 respiratory insufficiency. H6: health effect - clinical code - e0704 aspiration/inhalation.